Event description:
Reported due to a retroperitoneal bleed. The operator attempted an arteriotomy closure using the perclose proglide after an interventional procedure. Fluoroscopy was performed prior to the procedure with the following findings: the site was confirmed in the common femoral artery, which was reported to be "eight (8) mm and non-calcified." No scarring or grafts were reported in the target groin. Though no difficulties were reported upon insertion of the device, the operator reportedly met some resistance. Fluoroscopy was not performed to determine the cause of the resistance. It was noted that there was no cessation of marking (pulsatile bleeding out of the marker port) when the foot was opened and pulled back to anterior wall of the artery. It was reported that the operator did not attempt to deploy the needles but withdrew the device and successfully inserted a second proglide device. No adverse events were reported at this time. No difficulties were reported upon inserted of the second proglide device, however, the operator reportedly met some resistance. Fluoroscopy was not performed to determine the cause of the resistance. Once again, there was no marking cessation. The patient was transferred to the unit, where it was reported that she complained of back pain approximately one (1) hour later. A computer-assisted tomography (cat scan) was done which revealed a retroperitoneal bleed. The patient was taken to the operating room where she became "unstable and coded." A "posterior wall dissection" of the common femoral artery was uncovered and surgically repaired. Four (4) units of blood were transfused during surgery. At last report, the patient recovered without any adverse effects and was discharged home 6 days later.